Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 32e neutral liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Patient's right hip was revised for instability. Head and liner were removed and re-implanted constrained liner and femoral head.